Event description:
A pt's follow up was performed due to inappropriate shock delivery. Surface ECG showed marker bradycardia (36 bpm). Interrogation of the ICD by the programmer showed that 'end of service' indicator was displayed. The ICD was explanted.